Event description:
The customer reported the system locked up during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded system software. The system operates as intended.